Manufacturer narrative:
Submitted: 07/14/2017. The pump has been returned and evaluated by product analysis on 6/16/2017 with the following findings: device evaluation: on investigation, the battery compartment was found to cracked and the display was noted to be dim/faded and discolored.

Event description:
The pump was returned for investigation. Investigation revealed a case/condition issue and a display issue. This report is made based on results of investigation completed on 6/16/2017.